Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The mother states customer was trying to bolus when pump alarmed motor error and tried to rewind. The customer stated they are unsure if the drive support cap was damaged. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The device was unable to confirm the e 70 alarm due to overwritten history file. The drive support cap was inspected and there was no anomaly.